Event description:
The pt reported being taken by ambulance to the hosp in 2009 with elevated blood glucose of 44 mmol/l (792 mg/dl). He stated that his blood glucose measured 26.7 mmol/l (480 mg/dl) when he woke up and he changed his accessories twice and bolused a total of 80 units of insulin in an attempt to lower his blood glucose. The following day, he reconnected to the infusion device while in the hosp and after one hour his blood glucose elevated to 26 mmol/l (468 mg/dl). He was treated with an insulin IV. Three days later, he switched to his backup infusion device and had no further issues. No further info is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.